Manufacturer narrative:
Sensor failed per specifications due to high readings.

Event description:
Customer reported she is having sensor issues. One of her sensors only lasted four days. The sensor readings were inaccurate. Her insulin pump went into threshold suspend mode but when she checked her blood glucose, it was 297 mg/dl. Customer was advised of proper sensor insertion and calibration methods. She was also advised of possible causes of inaccurate sensor readings. The sensor was sent back for analysis. Nothing further reported.